Manufacturer narrative:
(B)(6) clinical study. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2018 as part of the e7058 wf biliary fc chronic panc rct clinical trial. The patient had been enrolled into the clinical trial on (B)(6) 2018. The patient was diagnosed with chronic pancreatitis on (B)(6) 2018. The etiology of chronic pancreatitis was alcoholic and calcific. The patient was noted to be a candidate for the surgical alternative to stenting. A pre- study stent placement cholangiogram revealed a distal biliary stricture. According to the complainant, on (B)(6) 2018, baseline liver function tests were take (please see block b6). Assessment of biliary obstructive symptoms (abos) was conducted and a dark urine was reported. On october 1, 2018, the patient was admitted, and underwent a study stent placement as an inpatient procedure. A biliary sphincterotomy was performed and a 10mm x 40mm wallflex biliary fully covered rmv stent was deployed in a satisfactory position across the stricture. On october 4, 2018, the patient experienced cholangitis, and the stent was found to be partially distally migrated. On october 05, 2018, assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: right upper quadrant pain, fever/chills, and jaundice. An endoscopic retrograde cholangiopancreatography (ercp) was performed and the study stent was removed. A 10mm x 80mm wallflex biliary rx fully covered stent was deployed in a satisfactory position across the stricture. The patient was treated with medication but the type was not reported. On october 10, 2018, the patient was discharged and the event was considered recovered/resolved.